Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown access kit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 after the surgeon had applied the cement he inserted the pestle into the application sleeve to prevent the cement from leaking out. After the cement had hardened the surgeon tried to remove the pestle and the pestle broke off at the third notch (proximal). It remained in the patient. This report is for one (1) unk - access kits. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: narrative (broken off part) could be confirmed from the provided x-ray. It looks like a part of the plunger, which is part of the access kit is broken off and remained in the vertebrae. Product was not returned. Based on the provided x-ray the breakage of the plunger could be confirmed. The plunger is part of the access kit ¿ the exact part/lot # of the access kit is not known, hence the review of the device history records could only be done for the vertebral body stent w/balloon. The review revealed that this vertebral body stent w/balloon was manufactured in august 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. . The event description indicates that after cement application the plunger was inserted into the application sleeve to prevent cement from leaking out. Once the cement had hardened, the surgeon tried to remove the plunger, but the plunger broke off at the third notch and the tip of the plunger remained in the cement/ in the patient. Using the plunger to avoid backflow of the cement into the working sleeve does not comply with the intended use of the plunger and was assessed as an off-label use. For further information / precaution hints please refer to the respective surgical technique (vertebral body stenting system); special attention should be made to the precaution note on page 41: precaution: leave both injection needles inserted while applying the pmma based bone cement to avoid backflow into the working sleeve. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.